Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer's pump had turned off/reset or had an intermittent non-functional button. The customer would plug the pump in and the screen would turn on. The customer's blood glucose (bg) level was 300-350 mg/dl and a correction bolus was delivered to address the bg level. Although requested, additional information was not provided.